Event description:
It was reported that during an implant procedure. The patient's neuro monitoring has change. The physician decided to abort the procedure as a precaution. The patient reported that there were no noticeable changes and was doing well postoperatively. No device was implanted and will be returned as per hospital policy.